Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External and internal insulation abrasion was noted at 10.0-10.5cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 10.5-15.0cm from the distal tip. Internal insulation abrasion was noted at 16.5-17.5cm from the distal tip. The etfe coating was intact at these locations. External and internal insulation abrasion was noted at 11.5-12.4cm from the distal tip. The etfe coating was abraded at this location.

Event description:
New information received notes that the lead was explanted and replaced without complications.

Event description:
It was reported that during a follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted and will be monitored. Patient condition was good.